Event description:
In 2006, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. A follow-up CT performed in 2007 revealed possible type ii or type iii endoleaks. The physician chose to monitor endoleaks for aneurysm growth. A CT performed in 2008 showed persistent endoleaks and aneurysm growth. The physician believed there was not adequate overlap of the existing devices. The following month, a reintervention occurred whereby another gore tag thoracic endoprosthesis was placed between the existing device and another devices. The endoleaks were resolved. The patient tolerated the procedure, and is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices implanted: tg3415 and tg4010.